Event description:
Customer states: the product was intubated on (B)(6). During use on a pt on (B)(6) a doctor felt the air seemed to be leaking from the cuff for some moments and on the next day he heard a sound of air leak. The doctor then performed non routine extubation and recannulation of a replacement tube. The customer stated that something might have happened to make the concerning product defective during intubation which caused the event.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.